Event description:
On 03/19/2015, arjohuntleigh received the following info from the customer: in (B)(6) 2014, the hoist was installed in the pt's home by a third party not associated with arjohuntleigh. There was no load test performed after the installation. On (B)(6) 2015, the rail system came away from the wall and fell while the pt was being moved from the bed to the chair. There were no reported injuries as a result of the event. On an unk date after the incident the device was re-installed by a third party not associated with arjohuntleigh. There was no load test performed after the re-installation. On an unk date, after the re-installation, an occupational therapist (ot) visited the home where the device was installed and spoke with the person who installed the device. The person who installed the device mentioned that the poles may have been moved as the red indicator had been visible at the time of the incident but was no longer visible after the device was re-installed. The pt's husband reported that although he did not witness the incident, the 2 caregivers told him that they were moving the pt from the bed to the chari when one of the uprights fell, barely missing the pt and the caregiver. There was no report that the pt fell, however during the incident the pt's hearing aid fell out and it was stated that this may have been due to the caregiver moving the pt to avoid the falling upright. The upright had fallen from the floor and the ceiling. There was no visible serial number on either the pod or the gantry. The ot stated that the lock on the upright was off and the pole could be twisted approximately 10 times before it was locked into place. The husband denied that the device had been tempered with.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation.